Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a femoral angiogram taken to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. There was no information provided in regards to the steps taken in the deployment of the device. It was reported that the physician was retracting the balloon against the arteriotomy when a balloon loss of pressure occurred. The physician chose to use another mynx which was prepped and deployed, however, another balloon loss of pressure occurred. A third mynx was used but that too had balloon loss of pressure. The patient was converted to manual compression and as a precautionary measure, applied a femostop at the access site. The patient tolerated the procedure and was discharged to home without report of patient clinical sequela. No further information was provided.

Manufacturer narrative:
An attempt to inflate the device revealed a leak at balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear from the balloon to the proximal tip. The review of the lhr (lot f1023722) indicated that the mynx device met all established performance criteria prior to shipment. Review of design/process fmea confirmed that the failure mode is identified in the risk management document. (B)(4)